Event description:
The plaintiff, alleges that while employed as a registered nurse, in 03/2000 plaintiff suffered severe damage to plaintiff's health and earnings potential due to the use of latex gloves. Plaintiff also alleges that plaintiff has suffered great pain of mind and body, was required to seek medical care and incur such expenses. Finally, the plaintiff's spouse alleges that the marital/familial relationship has been damaged; the family's earnings potential has been severely damaged, and great mental anguish has been placed on them.